Event description:
It was reported that "patient's device wasn't working properly." It was stated that device had turned off and the patient had not been able to "get it above certain value." No additional information was provided.

Manufacturer narrative:
Product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37714, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).